Manufacturer narrative:
Unit was received with broken off/missing retainer, scratched casing, missing display window cover, minor scratches on lcd window, pillowing keypad overlay, stained serial number label, and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a broken case. The sharp edges were cutting into the customer's skin. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.